Manufacturer narrative:
The following fields were corrected. B5. Describe event or problem: it was reported that bd onclarity hpv assay 1 specimen was run and tested positive for all genotypes. They were repeated and tested negative on the cor. No injuries were reported. The following information was provided by the initial reporter: they had a full hpv run and 1 patient sample was affected and samples were positive for all genotypes. Customer re-aliquot the specimen and repeated using their cor. The specimen repeated negative for all genotypes and the pap test was also negative.

Event description:
It was reported that bd onclarity hpv assay 1 specimen was run and tested positive for all genotypes. They were repeated and tested negative on the cor. No injuries were reported. The following information was provided by the initial reporter: they had a full hpv run and 1 patient sample was affected and samples were positive for all genotypes. Customer re-aliquot the specimen and repeated using their cor. The specimen repeated negative for all genotypes and the pap test was also negative.

Manufacturer narrative:
H.6 investigation summary: bd investigation required review of the batch history records from the customers reported reagent batch and complaint trending review. The batch history records were reviewed and no discrepancies were noted. Review of the past year of complaints reveals there are no complaint trends related to hpv discordant results on the bd viper lt system. It is unknown why the given specimen was initially positive on the viper lt and subsequently negative on bd cor. If further discordants are encountered, please submit an instrument complaint against the bd viper lt system and submit log files for analysis. Bd will continue to closely monitor for trends associated with hpv discordant results. There was no corrective action taken at this time.

Event description:
It was reported that bd onclarity hpv assay 1 specimen was run and tested positive for all genotypes. They were repeated and tested negative on the cor. No injuries were reported. The following information was provided by the initial reporter: they had a full hpv run and 1 patient sample was affected and samples were positive for all genotypes. Customer re-aliquot the specimen and repeated using their cor. The specimen repeated negative for all genotypes and the pap test was also negative.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd onclarity hpv assay 5 specimens were run and tested positive for all genotypes. They were repeated and tested negative on the cor. No injuries were reported. The following information was provided by the initial reporter: they had a full hpv run and 5 patient samples were affected and samples were positive for all genotypes.. Customer re-aliquot the specimen and repeated using their cor. The specimen repeated negative for all genotypes and the pap test was also negative.